Event description:
It was reported that following an emergent implantation of two limb extensions and a suprarenal aortic extension, the patient coded and could not be resuscitated. Reportedly, the patient presented to the emergency room (ER) with ruptured aneurysm and the physician elected to treat the patient using an endovascular approach. Two limb extensions and a suprarenal aortic extension were deployed with success showing good seal; however, the patient was unstable and unable to recover and expired on the table. The physician performed an abdominal incision and discovered the patient developed abdominal compartment syndrome, which contributed to the adverse outcome.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records were requested but they were denied by the hospital. Based on the available information, the likely cause of the reported event is most likely the emergent condition the patient presented. Per the instructions for use, ruptured aneurysm is an off-label use of the device, and most likely caused or contributed to the reported event. There is no indication that the device may have caused or contributed to the event. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaint. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.